Event description:
It was reported that during a laparoscopic gastrectomy procedure, while the surgeon tried to ligate the vessel, "the clip formed error formation and twist and fail." The surgeon used a new device of same code to ligate the vessel. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; upon testing, the instrument was cycled and it fed and formed seven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "clip fail?" Does clip fail mean clip come off of vessel after applied? Or does clip fail mean clip formed scissored clip? Were there also malformed clips that fired as well as scissored clips?